Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm (air in set) during the initial drain was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in the set) during the initial drain on the home choice (hc). The technical services representative (tsr) instructed the home patient (hp) to cycle the power off/on twice in order to remove the cassette. The tsr explained the alarm to the hp. The tsr advised the hp to dispose of the current supplies and start over with new supplies. Product surveillance contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. The hp was able to resume therapy with new supplies and the patient's nurse was not contacted about the alarm. There was patient involvement. No patient injury or medical intervention was reported.